Event description:
This is filed to report worsening mitral regurgitation, requiring an additional mitraclip procedure. It was reported that on (B)(6) 2022, a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) grade 3-4 with flail and prolapse. One xtw clip was implanted a2/p2 with no reported issue, reducing mr to grade 1. Two weeks post procedure, the patient presented with worsening mr at a grade of 4. After evaluation, the clip was in stable position, and mr was noted to be coming from a1/p1, where there was a prolapse/flail. On (B)(6) 2022, a second mitraclip procedure was performed . One xtw clip was implanted at a1/p1 with no reported issue, reducing mr to grade 1-2. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, a cause for the reported tissue damage could not be determined. The reported mr appears to be a cascading event of the tissue damage. Furthermore, the reported patient effects of tissue damage and mr are listed in the IFU as known possible complications associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were the results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.